Manufacturer narrative:
Concomitant medical products: evolutpro-29-us heart valve, implanted: (B)(6) 2019; 5076-52 lead, implanted: (B)(6) 2002; 419378 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.